Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist guided the user through de assigning the inactive medication ID and re assigning the active one using the de assign/assign process. The system functioned as intended after the technical support specialist guided customer.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the user was unable to issue the medication ambien zolpidem tab 5mg. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.